Manufacturer narrative:
This report is submitted on july 11, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Subsequently, the patient underwent a revision surgery to excise the skin around the exposure and close the wound under general anesthesia on (B)(6) 2024.